Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at kls se. During the investigation the product lot number identified was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. The failure root cause cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Lots and manufacture dates: 33504455 - mfg date 08/19/2022, 33506495 - mfg date 08/22/2022, 33510813 - mfg date 09/13/2022.

Event description:
It was reported that non-locking fixation screws implanted in a mandible had become loosened from compromised bone 17 months after implantation. They were removed, discarded, and replaced.

Manufacturer narrative:
Possible lot numbers identified: 33504455, 33506495.